Event description:
Reportedly, the pt had a liver transplant in 2000. The patient returned to the hospital in 2001. The surgeon decided to do an exploratory laparotomy. The surgeon found all the suture knots had broken. It was removed and replaced with a different suture.